Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not hold a charge. There was no adverse effect to the customer's blood glucose level. The charging cable and adapter were replaced to address the issue and customer was able to charge the pump.